Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio iq meter read inaccurately high compared to another device (hospital meter). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient confirmed that the alleged meter inaccuracy began around 6 months prior to contacting lfs. During the follow-up call, the patient claimed that he tests his blood glucose 4 times a day and that his usual blood glucose range is between "117-195mg/dl". The patient stated that he manages his diabetes with insulin (fast acting morning, afternoon and evening; long acting before bed) and that he adjusts the morning and bedtime insulin dose depending on blood glucose results. It is not known what action, if any, the patient took with regard to his usual diabetes management routine in response to the alleged inaccuracy issue. However, the patient confirmed that on an unspecified day in (B)(6) 2016 he developed "loss of consciousness" and was hospitalized as result. The patient claimed that his blood glucose was measured at "40 or 45 mg/dl" on the hospital device and that he was treated with "sugar". The patient confirmed he was diagnosed with hypoglycemia and stated that he was hospitalized for 2-3 weeks. At the time of the hospitalization, the patient reported obtaining a reading with the subject meter that read higher than a result of "140 or 145 mg/dl" obtained on the hospital device. The exact meter readings were not provided. The tests were performed within 30 minutes of each other. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for severe hypoglycemia after the alleged inaccuracy issue began.